Event description:
A balloon burst between 3 to 4 atmospheres during a percutaneous transluminal angioplasty. No pt sequelae resulted from this event. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated a pin hole leak at the proximal end of the balloon. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface, which co believes contributed to this event and does not attribute it to the device. Co's directions for use state: "to prevent balloon rupture, the recommended balloon inflation pressure should not be exceeded. Do not advance the guidewire or the catheter if resistance is met without first determining the cause of the resistance and taking remedial action. Never manipulate the catheter with the balloon inflated."